Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned